Event description:
It was reported that the patient was feeling an electoral zap sensation and was not getting an adequate pain relief due to lead migration. The patient underwent a lead revision procedure wherein the paddle lead was repositioned. Nothing was added or removed. The patient was doing well post operatively.